Event description:
Software bug in the au2700 analyzer software dealing with the multi-reagent switch. On a 2 reagent enzyme test that is not calibrated, the software bug will cause a result to be provided that will not have an error flag and could be reported as the test result.